Event description:
A (B)(6) male patient contacted zoll customer support to report that he received a treatment while riding his motorcycle. The patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient treated) could not be confirmed due to an inability to retrieve the flag files and holter data. Upon investigation, the inability to retrieve the flag files and holter area was due to extensive electrical damage to the ca board sn (B)(4), defib board sn (B)(4), and table board sn (B)(4). A root cause investigation into the damage to the ca board, defib board, and table board is currently underway. A supplemental report will be sent upon completion of the investigation. Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (patient treated) is being investigated. Upon receipt the electrode belt was gelled and failed the pulse lead hi-pot test. Upon investigation component (B)(4), a 6-line esd protection diode array, was shorted internally on the distribution node pca sn (B)(4). A root cause investigation into the shorted (B)(4) component is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the damaged boards. The patient was issued a replacement monitor and electrode belt. Additional device manufacture date: sn (B)(4): 12/2010.